Event description:
Through reviewing instrument data from the customer¿s atellica ch 930 analyzer, siemens identified an initial elevated concentrated carbon dioxide (co2_c) result on a patient sample. The sample was repeated on the original instrument, which recovered lower than the initial result. The repeat result was not reported to the physician(s). The initial result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed co2_c result.

Manufacturer narrative:
Through reviewing instrument data from the customer¿s atellica ch 930 analyzer, siemens identified a falsely depressed concentrated carbon dioxide (co2_c) result on a patient sample. With siemens remote assistance the customer checked service logs and the auto check results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, found droplets of water leaked into the reaction washer aspiration probe (r1a)/ dispense probe(r1d), and replaced the wash probe and the two corresponding solenoid valves. Siemens further evaluated the event and determined that the leak associated with reaction cuvette washer probe 1 potentially contributed to the falsely depressed co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.